Event description:
Caller reported a continuous glucose monitor error and contacted technical support for assistance. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, after which the error did not reoccur, and the customer successfully restarted their sensor session.